Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunction, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation.

Event description:
It was reported through a research article that an unspecified device failure with prostar xl, which was used with an non-abbott device, in patient #11 may have led to artery dissection with residual bleeding. The pre-close technique was used prior to a transfemoral transcatheter aortic valve interventional procedure with a sentrant 14 fr sheath and an evolut r 26 mm valve. The article does not provide specific treatment for the patient. Unspecified intervention was required. Details are listed in the article, titled "effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation."